Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted. The t:slim user guide indicates that the cartridge is contraindicated for use with product other than humalog and novolog.

Event description:
Customer has been receiving occlusion alarms progressively more frequently the past month and a half resulting in high blood glucose levels that the customer would correct with manual injections. Reportedly, apidra is being used.